Manufacturer narrative:
(B)(4). Was initially reported that the device would not be returning for analysis; however, the device was returned. Visual and dimensional inspections were performed. The reported separation was confirmed although the reported difficult to remove was unable to be confirmed due to the noted separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot was performed and revealed no other incidents. The investigation determined the reported difficulties, treatment and patient effect appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70% stenosed and heavily calcified de novo lesion in the proximal ramus posterolateralis dexter artery. A non-abbott guiding catheter and guide wire were advanced without issues. A ht powerturn ultra flex guide wire was advanced without issues; however, after advancement of an unknown balloon catheter it was noticed that the distal end of the wire separated. At this point it was not possible to recover the wire. An attempt to use a guideliner-catheter for recovery was made, but it was confirmed that the distal end of the ht powerturn ultra flex guide wire separated. A non-abbott guide wire was advanced and a 1.2x15mm and 2.0x20mm mini trek bdc were advanced for successful pre-dilatation. A 2.5x24mm non-abbott stent was implanted and successfully embedded the separated piece of the guide wire. The procedure was completed successfully and the patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.